Event description:
No additional information.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. See manufacturer narrative.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was defective and could not be detached during use. The following information was provided by the initial reporter, translated from spanish: "the catheter cannot be detached".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.